Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Not enough information was provided from the account to properly complete an investigation. (B)(4).

Event description:
In a literature report, a surgeon reported a patient who experienced acute haptic induced pigmentary glaucoma following intraocular lens (iol) implant surgery. The surgeon reported after undergoing an iol implant procedure, the patient had a normal examination on the first postoperative day. The patient presented at twenty seven days postoperative, reporting pain in the eye. An intraocular pressure (iop) of 48 mmhg was noted. The patient was treated with medications and on the next day, the patient's iop was noted to be 14 mmhg, but he required maximum glaucoma therapy to control his iop. Two weeks later, an examination of the dilated eye revealed pigment on the anterior surface of the lower nasal section of the iol and adjoining anterior capsule. The lower nasal haptic was in the capsular bag, but the upper temporal haptic was in the sulcus. By transillumination, an area of iris pigment epithelial loss was noted in the region of the upper temporal haptic. Gonioscopy demonstrated marked angle pigmentation involving 360 degrees of the trabecular meshwork. The iol was removed and replaced. One week following the exchange procedure, the patient's bcva was normal, but he still required topical hypotensive therapy. The patient's iop gradually diminished, and the angle pigmentation decreased over the following months.